Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2020. Product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider on (B)(6) 2020. It was reported that the patient had needed dose increases over the past three years due to a "gradual loss of therapy." The pump replacement was due to eri. No further complications were reported.

Manufacturer narrative:
Product analysis #250219525: analysis information -- 2020-03-12 08:55:50 (B)(4) product ID# 8637-20 below is unedited, system generated text based on the analysis finding code(s). The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, alarm output, motor function, and dispense testing. The returned device passed all testing in the laboratory and no anomalies were identified. Product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2020. Product type catheter. The pump was returned, and analysis no anomalies. The catheter was returned, and analysis found damage to the transition tube. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 02-apr-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer's representative regarding a patient receiving gablofen (2000 mcg/ml at 775 mcg/day) via an implanted pump. The indication for use was intractable spasticity. It was reported the patient was in the operating room during a normal scheduled pump replacement, and the catheter was cut at the anchor point and determined to not be patient. It was unknown if any troubleshooting was done outside of the or. The catheter was replaced and the issue was resolved. The catheter was going to be returned to the manufacture.